Event description:
Our sales rep reported that one of his trunk stock rigidfix femoral st cross pin kits was being used in an acl repair procedure. The sales rep stated that the surgeon had a difficult time removing one of the sleeves from the patient, but was able to remove it using the rigidfix sleeve removal tool. After removing the sleeve, it was noticed that approximately ¼ of the sleeve was missing, contained within the patient¿s femur. The surgeon reportedly ran his hand over the bone and felt nothing sitting proud or protruding from the bone. No x-rays were taken, the procedure was completed without delay or further harm or consequence to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection of the broken sleeve reveals excessive scoring and dents along the length of the shaft. There is excessive damage right under the sleeve head. The second sleeve from this kit reveals excess scoring but no further damage. This observed damage to the first broken sleeve indicates the device was not properly aligned inside the guide frame. No further information was provided to determine if there were other contributing factors to this failure. The sleeves are stainless steel shafts and it is possible excess force was utilized during the procedure for it to completely break. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the complaint history, no further action is warranted. There have been no patient consequences reported. Should any further information be provided in future regarding patient's condition, this complaint will be re-opened and evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that one of his trunk stock rigidfix femoral st cross pin kits was being used in an acl repair procedure. The sales rep stated that the surgeon had a difficult time removing one of the sleeves from the patient, but was able to remove it using the rigidfix sleeve removal tool. After removing the sleeve, it was noticed that approximately 1/4 of the sleeve was missing, contained within the patient&#62688;femur. The surgeon reportedly ran his hand over the bone and felt nothing sitting proud or protruding from the bone. No x-rays were taken, the procedure was completed without delay or further harm or consequence to the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. In process.